Event description:
It was reported that during a drug-eluting stenting procedure, stent damage occurred. The location of the lesion, percent of the stenosis, degree of calcification and vessel tortuosity are unknown. An unspecified wire was placed. The taxus liberte 16mm x 2.5mm stent delivery system (sds) was advanced to the lesion. Prior to stent deployment, the physician attempted to advance a second guide wire to the lesion for additional support, however, the guide wire was unable to be advanced beyond the stent. The sds was removed from the patient and, upon inspection, it was noted that a stent strut appeared to be opened and buckled. It was further noted that there were no missing fragments or sharp edges on the stent. The procedure was completed with another manufacturer's stent. No patient injuries or complications were reported. The patient's status is unknown.

Manufacturer narrative:
Visual examination of the returned device revealed that the proximal edge of the stent was damaged. Two struts on the first stent row from the proximal edge were raised 90 degrees to the normal position of the struts. This damaged section was measured and found to have a diameter 0.74mm greater than the normal stent diameter. No kinks or damage were noticed along the shaft of the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles. The balloon was tightly wrapped and was not subjected to any positive pressure. A recommended sized product mandrel was inserted through the lumen with no restrictions noted. A review of the manufacturing documentation for this batch number confirms that the device met its material, assembly and product specifications. The root cause of the reported event can be attributed to operational context due to the likelihood that anatomical/procedural factors encountered during the procedure limited the performance of the device.